Event description:
Additional information was received. The patient complained of blurry vision with a shadow. The patient previously had eye surgery year ago so the surgeon decided to treat the patient with a topography guided treatment. The surgeon increased the optical zone and compensated half the astigmatism.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Treatment was previously decentered. The patient was retreated by prk with alcohol on the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. For this retreatment, the surgeon decided to treat some cylinder and compensated on optical zone. Company recommendation has been to treat higher orders only due to a high risk of over correction and not good cylinder outcomes. The performed treatment profile does not explain the high irregularities on the cornea. This could be a consequence of a not ideally performed photo refractive keratectomy (prk) due to remaining epithelial cells or liquid. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor performed topography guided photo refractive keratectomy (prk) in a patient's right eye to regularize the cornea previously operated on in the past. The patient is not seeing well one month post-operatively. The doctor feels it is still too early to determine a final result following this type of treatment but noted there has been no improvement in the patient's vision.